Event description:
Additional information received reported that as of (B)(6) the pocket revision was not yet scheduled. It was further reported the pocket revision occurred on (B)(6) and the patient was doing well. Impedances were within normal limits.

Event description:
It was reported that the patient stated the area around the battery site was sore and she wanted to have her battery moved to the same side of her abdomen per her request. Impedance testing and x-rays were performed; impedances were within normal limits. There was no alleged product issue. The cause of the event was unknown or if the issue was resolved. A pocket revision was going to be scheduled but was not scheduled as of the date of the report but would be scheduled soon. The patient had good coverage and was pleased with her therapy. At the time of the report the patient was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, lot# n351751, implanted: 2012 (B)(6); product type accessory. (B)(4).